Manufacturer narrative:
Per tandem's user guide: "your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time" the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer wore the pump in the water and the pump started to get hot. Customer then wrapped the pump in a towel and placed the pump in a cooler. Customer's blood glucose was 150 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.